Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
A lead CT tech reported the device discharged without being fired.

Manufacturer narrative:
We¿ve completed a review of the manufacturing and inspection records for this lot and found everything to be within specification, with no deviations or non-conformances noted. We also received two samples back for evaluation. After performing a visual inspection, we did not observe any signs of damage. Each device was test fired five times and operated as intended. Upon disassembly of the returned devices, excess adhesive was observed on the front trigger arms. This condition may contribute to increased resistance when operating the front trigger. Based on this evaluation, the complaint has been confirmed. An internal investigation has been initiated to identify the root cause and implement appropriate corrective actions. Additional information provided in h.3., h.6. And h.11.